Manufacturer narrative:
The investigation determined that with the recently introduced ft3iii v2 assay version, the value generated with the cobas e 411 analyzer is within the normal reference range of the assay. This value is similar to the values generated with the ft3 assays from the abbott and wako analyzers. As the ft3iii v2 assay version has improved robustness against streptavidin interference, the root cause of the discrepant high values of the ft3iii assay version most likely relates to the presence of a streptavidin interference factor that caused the falsely elevated value of the ft3iii assay version. The differences in the ft3 iii v2 values of the cobas e 411 analyzer and the cobas e 801 module most likely depend on the differences in the physical setups of the analyzers. A possible effect of the physical setup of the cobas e 801 module remains to exist for the ft3 iii v2 assay version. The falsely elevated value of the ft3 iii assay version most likely is caused by streptavidin interference. This is corrected by the recently introduced ft3iii v2 assay version for the cobas e 411 analyzer. The differences in the ft3 iii v2 values of the cobas e 411 analyzer and the cobas e 801 module most likely depends on the differences in the physical setups of the analyzers. A possible effect of the physical setup of the cobas e 801 module remains to exist for the ft3 iii v2 assay version. From the information provided and the analysis thereof, a general reagent issue can most likely be excluded.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft3 iii ver.2 results for one patient sample tested on the customer's cobas 8000 e801 module with serial number (B)(4), the investigation site's cobas 8000 e801 module with serial number (B)(4) and the investigation site's e 411 with serial number (B)(4). This MDR is for the ft3 iii v2 assay. Refer to the medwatch with patient identifier (B)(6) for the ft3 iii assay. The initial result was not reported outside of the laboratory. The reporter suspected non-specific interference in the roche thyroid assays. The patient sample was rerun in their wako accuraseed analyzer. It was also sent to the investigation site and an outsourced laboratory that uses an abbott architect. The ft3 iii v2 reagent lot used in the investigator site's e 801 is 575688 with an expiration date of 31-jan-2023. The ft3 iii v2 reagent lot used in the investigator site's e 411 is 567499 with an expiration date of 30-nov-2022.